Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that the patient's last device check indicated three years of battery life remained but upon interrogation on (B)(6) 2026, the pacemaker could not be interrogated. Premature battery depletion was suspected. The pacemaker was explanted and replaced. The patient was stable.